Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump had scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The customer stated that the insulin squirted out during manual prime. The pump piston continued to move forward after reservoir contact. There were no numbers on the screen and no beeps were heard. Prime was not possible and the customer tried different infusion sets. The pump was not dropped/bumped and had no contact with water. Troubleshooting was performed. The device was returned for analysis.